Event description:
It was reported that the cardiac resynchronization therapy - defibrillator (crt-d) reached elective replacement indicator (eri) earl ier than expected by the customer. It was noted that the rapid depletion was due to high output settings for both right ventricular (rv) and left ventricular (lv) capture. The device was explanted and replaced. The rv lead was capped and replaced prophylactically. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 90% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Products: 419488 implantable pacing lead 2007 (B)(6); 407645 implantable pacing lead 2007 (B)(6). (B)(4).